Event description:
Procedure type: video assisted thoracoscopic stapling of apical blebe with pleural abrasion. According to the reporter: following a thoracoscopic procedure, when the 12mm trocar was removed, it was noted to be broken at the distal end. The surgeon attempted to locate the broken piece via endoscopic visualization, but was unsuccessful. Post-op x-ray did not identify a retained fragment. The broken part of the trocar was irregular in shape and measured 17mm at its longest point and 10mm at its widest point. The surgeon feels the fracture occurred during the process of placing and replacing instruments multiple times during the course of the operation.

Manufacturer narrative:
(B)(4). This incident was reported to the FDA by the account. (B)(4).